Manufacturer narrative:
Evaluation method: the lifevest device was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his left armpit near where the patient has an amputation. It was reported that the patient's skin was irritated underneath the front therapy electrode (te) pad. The patient was prescribed a powder which he was using on the affected area. Follow-up indicated that the rash was improving and that the patient was also prescribed an ointment.